Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged lung disease and copd. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dream station auto CPAP device's sound abatement foam. The patient has alleged lung disease and copd. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. A dust like contaminate along with hairlike fibers on the blower motor and the blower box. The ui (user interface) panel, ui knob, keypad, top enclosure, bottom enclosure, rear panel, and the dc jack color insert had a dust like contaminate. An unknown sticky liquid on the dc jack color insert and the bottom enclosure. A yellowish unknown contaminate on the ui panel. Evidence of liquid ingress with potential mineral deposits on the blower motor. Insects and potential insect debris inside the blower box and throughout the device, inside the bottom enclosure, rear panel, blower box cap, and the dc jack color insert. The device was returned missing the accessory module and sd (secured digital) cover flip doors, sd card, philips pollen filter, and the two screws that secure the top and bottom enclosures. A keratin-like substance was observed on the blower box outlet. ER-2243857 v.01 addresses the issue of keratin. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Box d: product UDI (rfb),device avail. For eval? (Rfb),date returned (rfb) & device serviced by 3rdp? Updated. Box g:report source (rfb) updated. Box h: device eval. By mfg? (Rfb), patient outcome code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.